Event description:
Caller reports pt tested 3.1 inr on the coaguchek s system and 2.3 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement.